Event description:
It was reported that approximately two days post-implantation, the patient underwent a hip revision due to dislocation. Multiple tests were performed during initial implantation to ensure stability and that the liner was properly implanted. One day, post op, the hip dislocated while the patient was in bed, without getting up. During the revision, the liner was found outside the cup. The patient was converted to dual mobility. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in mexico. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.